Event description:
Per the customer, the universal screwdriver front tip is broken. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation. Correction: FDA registration number correct registration number should be "(B)(4). - instruments (1941)"

Event description:
Per the customer, the universal screwdriver front tip is broken. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.